Manufacturer narrative:
The reported events of sensing noise was confirmed. As received, a complete lead was returned in one piece for analysis. X-ray examination of the lead found helix was slightly bent consistent with procedural damage. Visual examination of the lead found an external abrasion breaching the outer insulation exposing the outer coil proximal to the suture sleeve tie down impression. The cause of the reported event was isolated to external abrasion consistent with friction to the device can.

Manufacturer narrative:
This product is registered as a combination product. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During a device upgrade procedure, noise resulting in oversensing was observed on the right ventricular (rv) lead. The rv oversensing resulted in pacing inhibition and bradycardia. The rv lead was explanted and replaced to resolve the event.